Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vicm5_12.6, -7.0 diopter into the patient's left eye (os) on (B)(6) 2020. The surgeon reports refractive surprise. Reportedly, lens remains implanted.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial in liquid. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Corrected data: b5 - date of lens exchange: (B)(6) 2020, should have been included in supplemental medwatch report #1. Claim#: (B)(4).

Manufacturer narrative:
B5-updated info: the lens was exchanged with a same size, different model lens. The problem is resolved. H6-patient code 3191 (lens exchange, secondary surgery). Claim# (B)(4).